Event description:
It was reported that touchscreen on customer device was less sensitive to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up or to provide additional details, and technical support planned to close case with no further action.